Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) is not required to be reviewed per getinge standard operating procedure since the iabp was manufactured more than a year before the date of event. A getinge field service engineer (fse) was dispatched to evaluate the iabp unit and was able to reproduce the reported issue. The fse also observed that the touchscreen was intermittently unresponsive to touch. The fse checked the diagnostic logs and found numerous listings of fault 63, which would require replacement of the video generator board. The fse ordered the needed parts to address both issues. Upon return, to fix the issue, the fse replaced the pneumatic module assembly completed diagnostics and performance tests with no further issues. The fse did not have to replace the video generator board as the touchscreen performed correctly with no further issues. The unit passed all functional and safety test per factory specifications. The iabp was then released to the customer and cleared for clinical service. (B)(6).

Event description:
It was reported that while in use on a patient, the cardiosave intra-aortic balloon pump (iabp) displayed a ¿iab catheter restriction¿ alarm. No patient harm, serious injury or adverse event was reported.